Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml at 24 mg/day) via an implanted pump. The patient¿s medical history was late stage metastatic cancer. The indication for pump use was cancer/malignant pain. It was reported that the hcp was unable to access the pump to refill it. He used ultrasound to determine it was flipped. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A pocket revision was performed on (B)(6) 2022. The catheter easily aspirated, and a dye study was performed to confirm the catheter was patent. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.